Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a scheduled follow-up, interrogation showed a non-sustained rv oversensing episode. Review of the egm revealed post-paced t-wave oversensing during a capture threshold test. No programming changes were discussed due to the infrequency of occurrence. The patient will continue to be monitored.